Event description:
It was reported that one month post implant, the patient presented with pain at the loop recorder site and low grade temperature. The device was explanted due to suspected device erosion or infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.